Manufacturer narrative:
Health effect - clinical code - hyperkalemia (4824). Related MFR numbers: #2916596-2023-01247 and #2916596-2023-01242. Manufacturer's investigation conclusion: the pump was exchanged and the new pump remains in use (MFR # 2916596-2023-01082). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for driveline infection with symptoms of driveline drainage. Computed tomography (CT), blood and wound cultures were performed. Cultures were positive for 4+ corynebacterium and 1+ stenotrophomonas maltophilia. They were treated with intravenous (IV) antibiotics therapy and their dressing changes twice a day. On (B)(6) 2023, they had hyperkalemia and also received IV antibiotics and was discharged on zyvox (linezolid) and levaquin (levofloxacin), and vancomycin.